Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose levels of 384 mg/dl to over 700 mg/dl and diabetic ketoacidosis. Subsequently, customer had a heart attack. Customer was treated with intravenous saline and insulin, and underwent surgery due to heart attack. At the time of the reported with tandem technical support (cts) the customer was still admitted to the hospital. The cause for the reported issue was unknown. Cts performed a system check and verified the pump functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. No additional information was provided.